Event description:
Customer reported a failure code 812:02. There were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occurred during biomed testing.